Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse replaced the internal fuse. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the sys98 intra-aortic balloon pump (iabp) had an electrical test failure # 50 alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Event site state and postal code: (B)(6).